Event description:
Hold nbii 3/20 information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 297 mg/dl at the time of the event. Customer experiencing over delivery. The customer was taken to emergency room and admitted to the hospital and was treated with glucagon at home only. Troubleshooting was performed and found that the insulin pump was used within 48 hours and the auto mode feature was active at the time of event. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. The pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. S.w version 5.3a retainer ring = black case type = ngp customer returned pump for an alleged possible over delivery, visit to emergency room and was hospitalized for low bgs found on (B)(6), 2023. On case" #: (B)(4) , svn#: 000315364071 - customer returned pump for an alleged pump/transmitter communication anomaly, no delivery alarm/insulin flow blocked alarm and high bgs found on (B)(6), 2023. On case:#( B)(4). Svn#: 000315353892 - customer returned pump for an alleged pump/transmitter communication anomaly found on 22-feb-2023. On case-2023-00085652, svn#: 000315279384 - customer returned pump for an alleged high bgs and auto mode anomaly found on 03-feb-2023. On case-2023-00086542, svn#: 000315282154 - customer returned pump for an alleged high bgs, auto mode anomaly and sg/bg (sensor glucose/blood glucose) anomaly found on 03-feb-2023. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08750 inches. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history on the event date of 22-feb-2023, there was no unexpected alarms/suspends and found dailytotalofbolusinsulindelivered: (6.4 u). 02/22/2023 21:06:29.000 normalbolusdelivered (220) normalbolusamountprogrammed: 51000 (5.1 u) bolusamountdelivered: 51000 (5.1 u) 02/22/2023 22:03:57.000 normalbolusdelivered (220) normalbolusamountprogrammed: 13000 (1.3 u) bolusamountdelivered: 13000 (1.3 u) the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event date 22-feb-2023 in the formatted history file.  Insert battery alarm 02/22/2023 04:50:22.000 batteryremoved (84) 02/22/2023 05:00:00.000 batteryremoved (84) pump error 23 alarm 02/22/2023 05:01:04.000 power loss alarm 02/22/2023 05:01:29.000 02/22/2023 05:01:37.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, low battery alert and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date 22-feb-2023. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: 02/16/2023 17:25:41.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery 02/16/2023 17:35:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery 02/16/2023 20:39:40.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery 02/17/2023 21:58:21.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery sgcalibrationerror (776) was recorded and found in the formatted history file on: 02/18/2023 10:37:18.000 02/18/2023 10:37:18.000 sensorerroralert (801) was recorded and found in the formatted history file on: 02/22/2023 00:52:24.000 02/22/2023 01:02:00.000 please see below for pump errors/alarms noted 1 week prior to the event date 03-feb-2023 in the formatted history file. Sgcalibrationerror (776) was recorded and found in the formatted history file on: 01/28/2023 00:05:24.000 02/03/2023 00:00:21.000 lostsensor1alert (780) was recorded and found in the formatted history file on: 01/28/2023 09:39:00.000, 01/28/2023 09:49:00.000, 01/28/2023 14:55:00.000, 01/28/2023 15:05:00.000 02/01/2023 17:44:00.000, 02/01/2023 17:54:00.000, 02/01/2023 18:54:00.000, 02/01/2023 20:21:00.000 02/01/2023 20:31:00.000, 02/01/2023 21:49:00.000 sensorexpiredalert (794) was recorded and found in the formatted history file on: 02/01/2023 19:48:07.000 lostsensor2alert (781) was recorded and found in the formatted history file on: 02/01/2023 20:51:00.000, 02/01/2023 21:01:00.000, 02/01/2023 22:05:00.000 insert battery alarm was recorded and found in the formatted history file on: 02/01/2023 16:01:26.000 02/01/2023 16:11:00.000 power loss alarm was recorded and found in the formatted history file on: 02/01/2023 16:12:16.000 earliest power data available per the power management tool/detail trace file is on 26-feb-2023 at 4:04:58 pm. There was no power data available for the date of 01-feb-2023. Unable to check power data for power loss alarm. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump was programmed with basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump was then programmed for auto mode. The display showed the calibrate your sensor alarm properly after completion of the auto mode warm up. The pump sensor feature and the auto mode connection are working properly. No sensor related errors or anomalies were noted. No auto mode anomaly, history anomaly, delivery anomaly, bolus anomaly or basal anomaly noted during testing. The pump properly paired with test accu-chek guide link bg meter. The pump communicated properly and recorded the 144 mg/dl test value properly from test accu-chek guide link bg meter. No pump/bg meter communication anomaly noted. No sg/bg (sensor glucose/blood glucose) anomaly noted. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs and high bgs. Customer alleged for possible over delivery was not confirmed. Pump/transmitter communication anomaly, no delivery alarm/insulin flow blocked alarm, auto mode anomaly and sg/bg (sensor glucose/blood glucose) anomaly were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with missing information. The information had been updated and provided with this report in section b5.

Event description:
The customer reported via phone call that they visited emergency room and was hospitalized for low blood glucose on (B)(6) 2023.